Event description:
A safety concerns: on our about (B)(6) 2016, the caregiver with my (B)(6) y/o mother called to report that the rear wheel on my mother's wheelchair had fallen off. The caregiver reported that she was pushing the wheelchair towards the sink for my mother to brush her teeth, when the wheel fell off without any kind of warning. She said two of them had just returned from outside where the caregiver had been pushing my mother around the garden. The caregiver reported that my mother suffered no injury and did not fall from the chair because the caregiver was right there in the act of pushing the chair and so was able to prop up the chair, so my mother did not fall out. If, as has been common recently, my mother had been sitting in the chair eating dinner without the caregiver present, I imagine mother would have fallen out of the chair and potentially been injured. She fell in (B)(6) and broke two ribs and has had reduced mobility ever since. It was only since returning to her assisted-living apartment from that incident that she has needed the wheelchair. I called the company, (B)(6), at (B)(6) to report the incident and was immediately told they would ship a new wheel. No questions asked about the circumstances or details of the event. I called on (B)(6) and the company said the wheel would arrive by the end of the week. As of (B)(6) no replacement wheel has arrived. Incident address: (B)(6). Wheelchair sold under the brand name (B)(6). Phone number for the company: (B)(6). Purchased from (B)(6). Purchase date: (B)(6) 2016. Retailer location (state): (B)(6). Is this an estimate date? Yes. The product was damage before the incident: no; the product was repaired before the incident: no; the product was modified before the incident: no.